Event description:
The patient experiencexd hypoglycemia and seizures.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. The patient has adjusted her insulin dosages and continued to use the pump with no reported subsequent events.